Event description:
Oversensing with inappropriate therapies was reported. The lead was explanted and a new lead was implanted.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing with inappropriate therapies was reported. The lead was explanted and a new lead was implanted.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 60 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The analysis showed multiple abrasion damages along the lead fragment. In particular 6 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing in the ventricular channel leading to inappropriate shocks delivery. Based on the characteristics of the insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.